Manufacturer narrative:
1/15/1998-supplemental report #2 submitted to FDA.

Event description:
The device was used during a hernia repair procedure. Reportedly, the suture broke while the surgeon was tying knots. No pt injury reported.